Event description:
Customer received catalog number l-dcl-10din, a 10 contact tech attach cable. On (B)(6) 2013, prior to pt use, the biomed dept of cleveland clinic tested the product connectors using a volt meter. When connector #9 was tested, the volt meter moved when hitting #10 and when connector #10 was tested the volt meter moved when hitting #9. It appears connectors #9 and #10 are reversed and mislabeled on the black plug.